Manufacturer narrative:
Husband of type 2 diabetic reported that his wife is deceased and asked for outbound calls to be stopped. Spouse reported pt. Expired. Date and cause of death were not provided. Patient was positive for liver disease. There was no allegation of device malfunction. Device was not returned for inspection. Root cause cannot be determined with the information provided.

Event description:
Husband of type 2 diabetic reported that his wife is deceased and asked for outbound calls to be stopped. Spouse reported pt. Expired. Date and cause of death were not provided. Patient was positive for liver disease. There was no allegation of device malfunction. Device was not returned for inspection.